Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient felt that the leads were very tensed/tight whenever they bent over. As such, surgical intervention took place wherein extensions were added to give more slack on the leads. Reportedly, issue was resolved post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18221. Additional information received indicates that the patient¿s ipg was also relocated during the procedure on (B)(6)2022 to address the issue regarding lead being tensed/tight.